Manufacturer narrative:
(B)(4). Concomitant medical products: 00801802801 versys femoral head 62282936, 00801102028 allen plug 62422110, rm 4901 000 2 competitor cup 1401140a, rm 5110 003 2 competitor liner 1311178a. Event reported in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location is unknown the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a total hip arthroplasty. Subsequently, the patient was revised approximately 7 months post operatively due to periprosthetic fracture. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). During our investigation it was found that this event and all available information was previously reported on (B)(4) on MFR 0002648920-2017-00587. This complaint should be voided.